Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified while based on the analysis, the alleged wake button and cartridge issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer had an unspecified cartridge issue. It was also reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.